Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and pocket erosion. Reportedly, the patient also had symptomatic bradycardia, atherosclerotic cardiovascular disease, hypertension, hyperlipidemia and peripheral vascular disease. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information received indicates that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.